Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found.

Event description:
Consumer reported complaint for high blood glucose test results. The expected non-fasting blood glucose test result range is 90 to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Comparison of blood glucose test results by customer from trueresult meter to another trueresult meter; observed difference between readings. Blood test performed by customer fasting during call on (B)(6) 2015 produced results of 154 mg/dl and 140 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 04/13/2018 and open vial date is (B)(6) 2015. The meter memory recalled for test results performed: 1:55mg/dl (B)(6) 2015 04:17pm fasting:no; 2:72mg/dl (B)(6) 2015 04:17pm fasting:no; 3:116mg/dl (B)(6) 2015 01:33pm fasting:yes; 4:242mg/dl (B)(6) 2015 07:57am fasting:yes; 5:231mg/dl (B)(6) 2015 07:56am fasting:yes.